Manufacturer narrative:
This supplemental report is being submitted to provide the results of the reprocessing observation. As part of the post market surveillance study, the olympus endoscopy support specialist (ess) visited user facility on feb 5, 2019 to review the reprocessing technique of the reprocessing technician. During the manual cleaning process, the ess did not observe any deviations but indicated the user facility utilizes a custom ultrasonic flushing sink to perform flushing steps. The ess advised the user facility to follow the manufacturers instructions on operating system to perform flushing steps with the compatible tubing provided by the manufacturer and to confirm the validation of the flushing system for their model scopes. The investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
As part of the post market surveillance study, olympus personnel was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample from the scope. The following deviations were observed: cardboard was brought into the sampling room. Prepared equipment without aseptic operation. Put on wrong size gown. The sampling staff did the sampling while touching the non-sterilized field and items. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing. If additional information becomes available, this report will be updated and supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause analysis report for the postmarket surveillance with the referenced tjf study. There were no deviations observed during the oer-pro inspection and environmental investigation. Although no reprocessing procedure deviations were observed, based on the investigations (microbiological analysis, reprocessing procedure review, standard inspection, sampling procedure review), insufficient/improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the postmarket surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. An oer-pro was used to reprocess the subject scope. A standard inspection was conducted as the scope was accidentally repaired at the service center before the standard inspection could be completed. The service group observed the following: there was a leak in the bending section cover between the distal end and the plastic distal end cover. There was wear/tear to the adhesive of the bending section cover. Based on the investigations, the duodenoscope leak/contamination and or improper sampling cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
This report is being updated to provide the results of third party testing. As part of the post market study, the re-culturing test was performed and found sample was tested negative.

Manufacturer narrative:
The reported scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time as olympus investigations is ongoing. If additional information becomes available or if the device is returned at a later date, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope cultured positive for a high concern microorganism, acinetobacter variabilis, after reprocessing. There were no associated patient infections reported.